Manufacturer narrative:
(B)(4). Approximate age of device ¿ 47 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2015. The cause of expiration was reported as driveline cutdown due to pump thrombosis. Additional information was request, none provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.